Event description:
Following the successful coil embolization of the left paraclinoid/ophthalmic artery aneurysm, the patient was reported to suffer a headache. Medication was given; type and dose were not disclosed, to treat the headache. It was reported that the headache was ongoing. No other information was provided.

Manufacturer narrative:
This manufacturer report is a duplicate; the event has been previously reported under manufacturer report # 2939204-2009-00545.

Event description:
Following the successful coil embolization of the left paraclinoid/ophthalmic artery aneurysm, the patient was reported to suffer a headache. Medication was given; type and dose were not disclosed, to treat the headache. It was reported that the headache was ongoing. No other information was provided.